Manufacturer narrative:
The technician replaced the power supply board and the hi/low limit switch to repair the bed.

Event description:
Info received indicates the bed has no bed up or down function. The technician discovered that the power supply board had signs of fluid ingress.